Event description:
It was reported when using the bd pyxis¿ medstation¿ es, fridge was failed and was unable to recover. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the refrigerator failed. A field service engineer (fse) found one latch assembly screw loose and another missing. The fse tightened the loose screw and replaced the missing one, securing the latch assembly. Afterward, the fse verified the station's functionality. The system functioned as intended after the field service engineer repaired the device. D4 & h4: serial number, unique device identifier and manufacturer date not available. Initial reporter facility name e1.- (B)(6).